Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the intended use section of the mitraclip system, instruction for use, states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated, and the reported device damaged by another device appears to be related to a combination of user technique/procedural condition and reported poor image resolution. The reported single leaflet device attachment/slda was due to a procedural circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first clip. It was reported that this was mitraclip procedure performed to treat grade 5 tricuspid valve regurgitation (tr). The first clip was implanted successfully. Visualizing of the clip was difficult. To further reduce tr, a second clip was advanced; however, the system interacted with the first implanted clip, causing the first clip to detach from the anterior leaflet and remain attached to the septal leaflet (slda). The second clip was implanted stabilizing the slda clip. A third clip was implanted, reducing tr to 2+. The patient remained stable. There was no reported adverse patient sequela or a clinically significant delay during the procedure. No additional information was provided.